Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that all components were present and the sample was assembled correctly. Thirteen devices were taken from current production at the manufacturing facility and functionally inspected. No issues were detected. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The complaint is reported as: "the issues continues to be with the yellow floating sticking to the bottom. The rt took an is from the shelf. He gave it to the patient and float would not move inside the flow chamber." No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the issues continues to be with the yellow floating sticking to the bottom. The rt took an is from the shelf. He gave it to the patient and float would not move inside the flow chamber." No patient injury reported.